Event description:
Patient was booked for revision of exeter stem. When the stem was removed it appeared to have crack in it.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2015. The returned exeter stem was cracked at the central portion of the stem (7.5 cm from the distal tip) and was still intact. The stem was evaluated with the aid of a stereomicroscope at magnifications up to 50x. A continuous crack was observed at the anterior, posterior, and lateral sides of the stem. The report concluded: the exeter stem fractured in fatigue with the approximate origin on the anterior-lateral side of the device. (B)(4). No material or manufacturing defects were observed on the part features examined. Dimensional inspection by the supplier lisi medical was performed and the device was found compliant. A review of the provided x-rays by a clinical consultant indicated that there are multiple factors in this patient present to contribute to an overload condition. From the patient-related perspective, there is a morbid obesity plus a dysfunctional left hip due to cup loosening at the same time. From the procedure-related perspective there is an undersized exeter stem in varus position with poor cementation technique leading to loss of bone support around the proximal stem section. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of this event was determined to be an undersized exeter stem in varus position, cementation technique and patient factors. There is no evidence that the event was manufacturing or material related. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was booked for revision of exeter stem. When the stem was removed it appeared to have a crack in it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.